Event description:
It was reported that the patient system was auto reducing and as a result had ineffective therapy. Upon further investigation system diagnostics recorded high impedances and preop imaging showed the lead had fractured. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.